Manufacturer narrative:
The concerned power supply was returned and on inspection by welch allyn engineers, found that these electrically functioned as intended. Analysis of the unit does not indicate any manufacturing defects in the plastic material or workmanship. A drop test on a new unit was conducted and not able to reproduce the same damage. The unit was visually inspected, functionally tested and passed all performance and safety tests except where the plastic was dislodged. The unit involved in the alleged shock had clear signs of electrical discharge at the exposed terminals. Both of the returned units had plastic missing near the terminals from the retaining bridge. Welch allyn engineers¿ attempts to reproduce the observed failure mode, were unsuccessful. The mechanical stress (that caused damage to the plastic around the exposed terminals) occurred in such a way that said tests (for potential avenues of expected abuse), did not enable the reproduction of the observed actual physical damage on the complaint units. Analysis of the two units does not indicate any inherent manufacturing defects in the plastic material. The analysis also indicates that, due to the manner in which the plastic was stressed, the damage likely occurred while the two components were detached. This would indicate that the device was damaged, re-assembled and used in a damaged condition. The loss of material around the terminals and bridge appeared abnormal, indicating modification, disassembly or an atypical mechanical event(s). Based on these, it is not necessary to take remedial, corrective or preventive action.

Event description:
Hillrom received a report from the account stating that a staff member received an electric shock from exposed metal plate on the damaged power plug, while trying to remove the plug from an electrical socket. There was no serious injury as a result of the electric shock. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The customer alleged that a staff member received an electric shock from an exposed metal plate on the damaged power plug, while trying to remove the plug from an electrical socket. There was no serious injury as a result of the electric shock. No further information is available on the device. The investigation is ongoing and the device is being returned to the manufacturer for investigation. If any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hillrom received a report from the account stating that a staff member received an electric shock from exposed metal plate on the damaged power plug, while trying to remove the plug from an electrical socket. There was no serious injury as a result of the electric shock. This report was filed in our complaint handling system as complaint #(B)(4).